Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the 12 pocket secured matrix bin was not functioning correctly. The entire drawer opened at once instead of only popping out to the next available stocked item. This was identified as a problem with diversion surveillance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that failure in the mini drawer. The field service engineer (fse) replaced the mini drawer board multiple times and replaced the defective mini engine, restoring proper drawer functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.